Event description:
It was reported that the tubing is broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and picture was received for evaluation. Visual and functional testing were performed. In the picture, the tube was observed to be broken. Visual inspection of the device also observed that the tube was broken. During a review of the manufacturing process, the training records of the operators were reviewed; no discrepancies were found. Sample was analyzed and each part of the process was reviewed in order to identify if this condition can be caused in the some part of the manufacturing process. This was not caused by the manufacturing process. Thirty-two sample units were taken from the manufacturing process and the units were visually inspected in order to verify that the components do not present any damage. No discrepancies were found during the inspection. Production performs 100 percent visual inspection to components and assembly in order to verify that there is no deformed or damaged components in the assembly that could cause poor functionality of the device. Also, a visual inspection is performed to verify components do not presents voids, dents, holes and cracks; the sample is based on the expected daily output. The root cause of the issue could not be determined.